Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported hematoma and elevated ldh could not be conclusively determined through this investigation, however, power changes were confirmed in the evaluation of the submitted log files. Two log files were submitted which contained overlapping data from 05sep2020 14:25:58 through 16sep2020 09:38:01. The file captured the pump operating at a fixed speed of 8800 rpm with a low speed limit of 8200 rpm until 05sep2020 20:51:03 when they were changed to 9400 and 8600 rpms, respectively. A low speed advisory was captured at 05sep2020 15:35:30 when the fixed speed was set lower than the low speed limit. Motor power, estimated flow and average pi typically ranged from 3.6-13.1 watts, 2.4-12.0 lpm, and 1.8-6.5, respectively. Throughout the captured data, a string of 12 low flow alarms were captured intermittently on 05sep2020, when the pump flow dropped below the threshold of 2.5lpm to as low as 2.4lpm. A no external power event was captured on 07sep2020 when both power leads were disconnected at the same time. Power elevations were captured intermittently on 13sep2020 ranging from 9.3-13.1 watts. Prior to and after these events, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for these events could not be conclusively determined through this evaluation. The account reported that the patient was asymptomatic, and his blood pressure was in the 90-100¿s and heart rate in the 70-80¿s. His ldh levels were trending downward while on plavix, heparin, and aspirin. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU lists bleeding, hypertension, and hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 26feb2020 under order 8019566409. The heartmate ii lvas IFU lists bleeding, hypertension, and hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 entitled ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 6 and section 1 entitled ¿introduction¿ outline all pump parameters, including pump power and flow, explain that pump flow is estimated based on pump power. Section 6 further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Section 1 of this document outlines pump speed, power, flow, and pulsatility index (pi). This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The events leading up to the patients pump exchange due to thrombus was captured under MFR: 2916596-2020-04248. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a hmii pump exchange on (B)(6) 2020 for thrombus. His post op course was complicated by an abdominal hematoma and shock that has now resolved. Patient has recently been hypertensive for which the site is trying to keep his mean arterial pressure controlled 70-80. With that said he is still having episodes of power spikes up to 10. His ldh has been elevated since the pump exchange per the graph below. He is on heparin drip, coumadin, asa 81 mg, and plavix 75mg daily.